Event description:
It was reported that at a scheduled follow-up, programmer telemetry revealed a progressive threshold rise. The lead was capped. No patient complications have been reported as a result of this event.